Event description:
The customer reported being hospitalized due to low blood glucose of 26mg/dl. The customer stated that the cause of his admission was a car accident and hypoglycemia. The customer stated that he had a car accident while driving. The caller stated that he woke up with a low glucose and forgot to drink juice before driving. He swerved in front of eighteen wheeler and caused a major accident. The customer's most recent glucose reading was 76mg/dl, and he has treated with food and glucose. Reviewed the priming technique, and he was not connected during priming. Checked the programming and found that he has been adjusting his basals on a daily basis. The caller stated that the insulin pump has been exposed to an MRI. Advised the customer to contact his doctor regarding the low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.